Event description:
The pt stated her blood glucose readings have been "higher" since she started using her new infusion device. She stated that her blood glucose readings have been in the "350-400 mg/dl range". Her symptoms of elevated blood glucose included "headache" and "cotton mouth". She mentioned that she administered a bolus of insulin to correct her "highs". She stated that she has replaced her infusion set tubing and insulin cartridge with greater frequency since transitioning to her new infusion device. She stated that she is visually impaired. After troubleshooting with a co rep, she transitioned to her backup infusion device. Using the backup infusion device, the pt stated that her blood glucose readings returned to the "normal range" of 105-130 mg/dl. The pt will remain on the backup infusion device until receipt of the replacement primary infusion device. The pt did not require assistance from a hlth care professional or second party to address the issue. The product was requested to be returned for eval.